Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The physician stated they were unable to determine whether the cause of the high measurements. This system is planned to be explanted and replaced with a subcutaneous implantable cardioverter defibrillator (5-ICD) system. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).